Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44. Warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached close to 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours on the leg. The patient was at his desk attempting to give himself boluses of 3 - 5 units using the pod, but the patient¿s bg levels did not decrease. Patient noticed that the adhesive backing was separating from the pod and was hanging. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula